Manufacturer narrative:
On february 23, 2015, carefusion received add'l info from the foreign distributor regarding the reported event including any info regarding pt involvement. As of march 12, 2015, there has been no response from the foreign distributor. The foreign distributor determined that the most likely cause of the reported event was a malfunctioning gas delivery engine (gde). The foreign distributor was shipped a replacement gas delivery engine (gde) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty gas delivery engine (gde) for eval. As of the march 12, 1015, the alleged faulty gas delivery engine (gde) has not been received. Should the alleged faulty gas delivery (gde) be received and evaluated, a f/u medwatch report will be submitted.

Event description:
The following description of the event was documented by a carefusion technical support specialist in response to an email from the distributor in (B)(6). "Our dealer claims the fio2% is out of spec by 14% the fio2 reading is 27% he has an external fio2 analyzer connected and it matches the monitor reading, the fio2 cell was replaced and the problem was not corrected, he took a look at the cal/o2 sensor in the calibration screen and he noticed that the a/d counts are jumping from 600 to 1600 at 21%. Instructed our dealer to perform a air/o2 balance calibration, he claims after the calibration the problem was not corrected, this is the only info provided by our dealer, there was no info if the ventilator was on a pt when the problem occurred or status of the pt. This info was requested from our dealer".